Event description:
(B)(4). Incident occurred in brazil: the material used broke during the procedure.

Manufacturer narrative:
This case is reported in retrospect based on a re-evaluation conducted in 2025 for formal reasons. There was no particular risk to patients, users, or third parties.